Event description:
Event occurred in united kingdom. It was reported that the patient faced an event on (B)(6) 2026, where infusion set tubing detached from connector. The infusion set was use for two days.

Manufacturer narrative:
E1: name tandem. Street 11045 roselle street. Line 2 suite 200. City san diego. State ca. Zip code 92121. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.